Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 550cc gel breast prosthesis developed baker grade IV capsular contracture in her right breast post implantation. The capsular contracture was diagnosed during an office visit. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 500cc gel breast prosthesis on (B)(6) 2022. During explant surgery, it was observed that the removed breast prosthesis had ruptured.

Manufacturer narrative:
On 06-jan-2023, the mentor failure analysis lab received the device for evaluation. It was initially reported to mentor that the lot number of the suspect medical device is 6511901 and serial number is (B)(6). New information received states that the lot number is 6514841 and the serial number is (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: - mentor inadvertently did not report that the suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. - the explanted right breast prosthesis was replaced with a mentor memorygel breast implant 550cc gel breast prosthesis gel breast prosthesis, not a mentor memorygel breast implant 500cc gel breast prosthesis as was reported in the initial medwatch submission. Manufacturer¿s reference number: (B)(4) - h3 device evaluated by manufacturer?: not returned to manufacturer. - h6 type of investigation: device discarded (b18) b5: should state "as a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 550cc gel breast prosthesis on (B)(6) 2022

Manufacturer narrative:
On 30-jan-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).